Manufacturer narrative:
Section g3: there was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. Manufacturer's investigation conclusion: the reported event of the system controller¿s lcd screen being blank was confirmed via analysis of the returned system controller. The returned system controller (serial number: (B)(6)) was functionally tested and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. During testing, the lcd screen was observed to be completely white, and no information could be displayed on the lcd screen. The returned screen was replaced with a known working screen and the issues resolved, isolation the issue to the screen. The reported event of lcd screen being blank was determined to be due to an issue with the lcd screen; the observed issue with the lcd was due to the thin film transistors being shorted. A corrective and preventative action (CAPA) was implemented to address the issue of lines in the lcd screen; however, the returned system controller was manufactured prior to the implementation of the CAPA, which updated the fabrication procedure. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 31aug2016. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the system controller display was showing lines and eventually turned all white without display. No additional information was reported.

Manufacturer narrative:
Section a1-4: patient information has not been provided. Section b3: the date of the event was estimated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.